Event description:
Customer reported 3 sets, model 72923e, lot # 09066242, leaked at distal end past the spin collar of the male luer. All leaked during priming with dextrose or other flush solution; none contained medication. One set was saved and the two others were discarded. No additional information was provided.

Manufacturer narrative:
(B) (4). (B) (4), (B) (4), (B) (4). This report was filed by the manufacturer. The product for one of the events was received for evaluation. The sets for the other two events were discarded at the facility. A follow up report will be submitted with any new relevant information.